Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. The passing specification for flow rate is +/- 5%. Reference to complaint #: (B)(4).

Event description:
On 06/19/2024, during the preventive maintenance (pm), the device was reported to have a flow rate offset issue.

Manufacturer narrative:
The pump initially failed the flow rate testing during preventative maintenance due to a recorded flow rate deviation of 4.75%, which is outside the acceptable range of +/-4.5%. After calibrating the pump's flow rate offset from 7 to 2, the pump passed the retest and now meets the full specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.